Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient returned to surgery in 2008, for revision procedure due to components squeaking.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of the returned component found the bearing surface of the femoral head is mainly polished. The main wear area shows a cloudy appearance. This examination was unable to determine any implant related issues that would have lead to the revision of the components. This report failed on june 24, 2008.